Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, the physician had difficulty placing the lead. The physician wasn¿t able to fix the lead correctly; it wasn¿t stable. It was also noted that the helix jumped out and the amplitude was low and thresholds high. Another lead was implanted. No patient complications have been reported as a result of this event.